Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and menstruation irregular ("unusual periods"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils properly place, fallopian tubes occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils properly place, fallopian tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), genital haemorrhage ('unusual bleeding') and pelvic haemorrhage ('pelvic area (unusual bleeding)') in a 36-year-old female patient who had essure (batch no. B61389) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, vaginal pain, headache, unilateral leg pain and uti. Concurrent conditions included irregular menstruation, weight gain, nausea, fatigue, amenorrhea and vulvovaginitis. Concomitant products included budesonide;formoterol fumarate (symbicort), desogestrel;ethinylestradiol (viorele), fluticasone propionate;salmeterol xinafoate (proair bronquial), levonorgestrel (mirena), medroxyprogesterone and montelukast sodium (singulair). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced headache ("headaches"). In (B)(6) 2014, the patient experienced abdominal pain lower ("cramping/cramps"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and menstrual disorder ("unusual periods/unusual menstrual cycle"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity reaction") and mental disorder ("psychiatric and/or psychological condition") and was found to have weight increased ("weight gain"). The patient was treated with amobarbital;hyoscine methonitrate (veryl), ethinylestradiol;norgestrel (low-ogestrel), ibuprofen, oseltamivir and surgery (hysterectomy and underwent hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menstrual disorder, headache and weight increased had resolved and the pelvic haemorrhage, allergy to metals, hypersensitivity and mental disorder outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, genital haemorrhage, headache, hypersensitivity, menstrual disorder, mental disorder, pelvic haemorrhage, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly place, fallopian tubes occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; headaches, abnormal bleeding, quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-apr-2021: quality safety evaluation of ptc(product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), genital haemorrhage ('unusual bleeding') and pelvic haemorrhage ('pelvic area (unusual bleeding)') in a 36-year-old female patient who had essure (batch no. B61389) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, vaginal pain, headache, unilateral leg pain and uti. Concurrent conditions included irregular menstruation, weight gain, nausea, fatigue, amenorrhea and vulvovaginitis. Concomitant products included budesonide;formoterol fumarate (symbicort), desogestrel;ethinylestradiol (viorele), fluticasone propionate;salmeterol xinafoate (proair bronquial), levonorgestrel (mirena), medroxyprogesterone and montelukast sodium (singulair). On (B)(6)-2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced headache ("headaches"). In (B)(6) 2014, the patient experienced abdominal pain lower ("cramping/cramps"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and menstrual disorder ("unusual periods/unusual menstrual cycle"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity reaction") and mental disorder ("psychiatric and/or psychological condition") and was found to have weight increased ("weight gain"). The patient was treated with amobarbital;hyoscine methonitrate (veryl), ethinylestradiol;norgestrel (low-ogestrel), ibuprofen, oseltamivir and surgery (hysterectomy and underwent hysterectomy). Essure was removed on (B)(6)-2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menstrual disorder, headache and weight increased had resolved and the pelvic haemorrhage, allergy to metals, hypersensitivity and mental disorder outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, genital haemorrhage, headache, hypersensitivity, menstrual disorder, mental disorder, pelvic haemorrhage, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly place, fallopian tubes occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; headaches, abnormal bleeding, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)-2021: mr received. Other relevant history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain"), genital haemorrhage ("unusual bleeding") and pelvic haemorrhage ("pelvic area (unusual bleeding)") in a 36-year-old female patient who had essure (batch no. B61389) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache. Concurrent conditions included irregular menstruation, weight gain, nausea, fatigue, amenorrhea and vulvovaginitis. Concomitant products included budesonide;formoterol fumarate (symbicort), desogestrel;ethinylestradiol (viorele), fluticasone propionate;salmeterol xinafoate (proair bronquial), levonorgestrel (mirena), medroxyprogesterone and montelukast sodium (singulair). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced headache ("headaches"). In july 2014, the patient experienced abdominal pain lower ("cramping"). In august 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and menstrual disorder ("unusual periods/unusual menstrual cycle"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity reaction") and mental disorder ("psychiatric and/or psychological condition") and was found to have weight increased ("weight gain"). The patient was treated with amobarbital; hyoscine methonitrate (veryl), ethinylestradiol;norgestrel (low-ogestrel), ibuprofen, oseltamivir and surgery (hysterectomy and underwent hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menstrual disorder, headache and weight increased had resolved and the pelvic haemorrhage, allergy to metals, hypersensitivity and mental disorder outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, genital haemorrhage, headache, hypersensitivity, menstrual disorder, mental disorder, pelvic haemorrhage, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly place, fallopian tubes occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; headaches, abnormal bleeding, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: pfs received. Concomitant drugs, medical history were added. Event outcome were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("unusual bleeding") and pelvic haemorrhage ("pelvic area (unusual bleeding)") in a 36-year-old female patient who had essure (batch no. B61389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular menstruation, weight gain, nausea, fatigue, amenorrhea and vulvovaginitis nos. Concomitant products included levonorgestrel (mirena). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods/unusual menstrual cycle"), headache ("headaches"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity reaction"), mental disorder ("psychiatric and/or psychological condition") and weight increased ("weight gain"). The patient was treated with ibuprofen, oseltamivir, eugynon (low-ogestrel), veryl, and underwent hysterectomy for essure was removal on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic haemorrhage, allergy to metals, hypersensitivity and mental disorder outcome was unknown, the genital haemorrhage, abdominal pain lower, menstrual disorder and weight increased had resolved and the headache had not resolved. The reporter considered abdominal pain lower, allergy to metals, genital haemorrhage, headache, hypersensitivity, menstrual disorder, mental disorder, pelvic haemorrhage, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils properly place, fallopian tubes occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; headaches, abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: pfs received. Her demographic was added. Lot no added. Following events: headaches, nickel allergy, hypersensitivity reaction, weight gain, pelvic bleeding and psychiatric and/or psychological condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("unusual bleeding") and pelvic haemorrhage ("pelvic area (unusual bleeding)") in a 36-year-old female patient who had essure (batch no. B61389) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular menstruation, weight gain, nausea, fatigue, amenorrhea and vulvovaginitis. Concomitant products included levonorgestrel (mirena). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods/unusual menstrual cycle"), headache ("headaches"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity reaction"), mental disorder ("psychiatric and/or psychological condition") and weight increased ("weight gain"). The patient was treated with ibuprofen, oseltamivir, eugynon (low-ogestrel), veryl, surgery (hysterectomy), surgery (hysterectomy) and surgery (underwent hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic haemorrhage, allergy to metals, hypersensitivity and mental disorder outcome was unknown, the genital haemorrhage, abdominal pain lower, menstrual disorder and weight increased had resolved and the headache had not resolved. The reporter considered abdominal pain lower, allergy to metals, genital haemorrhage, headache, hypersensitivity, menstrual disorder, mental disorder, pelvic haemorrhage, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils properly place, fallopian tubes occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; headaches, abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.